Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that customer is having low platelet counts using the edta tubes. Update: inconsistent platelets count results. Customer is having frequent low platelet count using the bd edta tube since the past year. Also they are having many underfilling of gold top sst tube happening frequently. No lot number(s) provided. Complaint 3 of 7.

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that customer is having low platelet counts using the edta tubes. Update: inconsistent platelets count results. Customer is having frequent low platelet count using the bd edta tube since the past year. Also they are having many underfilling of gold top sst tube happening frequently. No lot number(s) provided. Complaint 3 of 7.

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. A device history review could not be completed as no batch number was provided. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.